Manufacturer narrative:
Ptc investigation result update received on 10-jun-2015 (second handle with no insert was returned): ptc global number is (B)(4). Final assessment: since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was received without micro-insert. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a usability issue and a product issue. No adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the coil did not release from introducer and physician needed to pulled it out. The reported events, regarded as device deployment issue followed by a failed insertion were considered non-serious and are listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful; in this particular case, considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as the reporter stated the events did not cause any harm to the patient but the possibility existed. A product technical analysis (ptc) was performed with an investigation of the actual device involved in this complaint (product returned). Both micro-inserts were found to be bent and the catheter large tight pitch coil of one device was found to be stretched. Ptc analysis was unable to confirm any quality defect or malfunction and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. No further information is expected.

Event description:
This is a spontaneous case report received from a hospital's supply manager on behalf of physician in (B)(6) on 30-jan-2015 which refers to a (B)(6) female consumer who had an attempt to have essure (fallopian tube occlusion insert) inserted. Physician comment that despite careful adherence to product information/specification, the coil did not release from introducer and it need to be pulled out. Reported stated that it did not cause any harm to the patient but the possibility existed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the coil did not release from introducer and physician needed to pulled it out. The reported events, regarded as device deployment issue followed by a failed insertion were considered non-serious and are listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful; in this particular case a product technical analysis will be requested for further evaluation of the reported events; however considering that they occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as the reporter stated the events did not cause any harm to the patient but the possibility existed. A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-mar-2015: ptc global number is (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, both micro-inserts were deployed and detached. Both micro-inserts also were bent. The catheter large tight pitch coil of device 1 found to be stretched. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a usability issue. No adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Follow-up information received on 03-mar-2015. No new information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the coil did not release from introducer and physician needed to pulled it out. The reported events, regarded as device deployment issue followed by a failed insertion were considered non-serious and are listed in essure's reference safety information. During difficult insertions, essure placement may be unsuccessful; in this particular case, considering that the reported events occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as the reporter stated the events did not cause any harm to the patient but the possibility existed. A product technical analysis (ptc) was performed with an investigation of the actual device involved in this complaint (product returned). Both micro-inserts were found to be bent and the catheter large tight pitch coil of one device was found to be stretched. Ptc analysis was unable to confirm any quality defect or malfunction and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neiter a quality defect was confirmed nor an adverse event was reported at this point in time. No further information is expected.